Manufacturer narrative:
The suspect computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they replaced the computer for the imaging system and the power switching board for the system. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, when removing the imaging system from the operating room (or), the system powered off after a short time period when driving it down the highway. No additional information was provided. There was no patient present when this issue was identified.